Manufacturer narrative:
Analysis of the extension found the distal end of the conductor was broken up to the transition point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall, and afterwards the right side of the stimulation system showed high impedances of greater than 40 ,000 ohms. As a result of this, a surgical intervention occurred during which impedance measurements were taken of the lead, of the extension, and of the system as a whole. Written impedance measurements of the electrode plus the extension taken in pre-op were provided as: ¿>40¿ between contacts c and 0 and 0 and 2; ¿40¿ between contacts c and 3 and 0 and 1; ¿16¿ between contact 1 and c; and ¿23¿ between 2 and c. Based on the previous allegation of greater than 40,000 ohm impedances, these measurements are reasonably assumed to be in thousands. The extension was explanted and replaced and it was noted that the product issue was resolved. Intraoperative impedances with the new electrode were reported for all bipolar combinations of contacts 0-3, and all were within normal range between 1066 and 1362. However, the first device interrogation report from post-op (on the day of the surgery) that was provided showed that impedances for all bipolar pairs with contact 0 were between 13083-14146 ohms. The second interrogation report from later on the same day showed slightly higher impedances, between 18592-19639 ohms, for those same electrode pairs. So, after implantation the new extensions had high impedances on contact 0. Additional information was provided stating that the patient was ¿ok¿ and that the patient¿s stimulation was on contact 1, so they had effective stimulation. It was stated that there were no patient symptoms or complications associated with the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.